Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/w version 5.2a. Pump passed sleep current measurement, active current measurement, self test and displacement test. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No low battery alert, replace battery alert or replace battery now alarm noted during testing or in the pump trace download. The pump was connected to a test transmitter/sensor and monitored without any connection interruptions. Pump was connected to a test meter, accu-check guide link, and was able to connect. Pump successfully downloaded traces and history file using thump. No communication (unresolved) not confirmed. The following were noted during visual inspection: scratched case and pillowing keypad overlay.

Event description:
Medtronic received information that no communication (unresolved), charge/battery lasts less than expected, failed batt test occurred. There was no adverse impact or consequence reported as a result of this event.